Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 1.7970mg/day at a concentration of 5mg/ml of morphine via an implantable infusion pump. It was reported that the pump is leaking at the back. The hcp reported that the patient has a collection of fluid that does down then gets larger and goes down again. An ultrasound and an x-ray have been done to confirm that everything is in place. Patient was with her occupational therapist last week and was unable to move her legs, even her toes, but it subsided. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-sep-12. It was reported that the patient had a build-up of spinal fluid and the healthcare professional (hcp) had to move the pump from the stomach to the back. It was noted that this was considered a sudden change in therapy/symptoms and that the issue was resolved. It was stated that the medication delivered at the time was morphine [20 mg/ml] at an unknown dose that was ¿the highest dose possible¿ and that was why they changed the medication to dilaudid. It was indicated that due to multiple sclerosis (ms) the patient was not able to recall the date of the event. The indication for use of the pump was spinal pain. No further complications were reported or anticipated.